Manufacturer narrative:
Motor error alarm during rewind due to corroded motor home switch. Device had minor scratched lcd window, cracked case near display window corners, cracked reservoir tube lip and cracked lcd window. Unable to performed functional test due to motor error alarm anomaly. Rewind anomaly due to corroded motor home switch.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that he received motor error alarms. The insulin pump also had a rewind anomaly. If the customer attempted to rewind he would get a motor error alarm. The piston was moved all the way forward and the reservoir icon appeared full. Customer's blood glucose level was 90 mg/dl. Customer was advised to discontinue use of the device and revert to backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.